Event description:
A site reported a loss of telemetry monitoring for 50 pts for approx 2.5 hours due to a presumed fiber core switch failure. No alternative monitoring was established during this time. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.